Manufacturer narrative:
Concomitant medical products: (6) secondary tubings. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, the requested information on patient demographics are not available.

Event description:
It was reported that five to six pumps are infusing slowly. It was noted that the issue happens daily and continues to happen involving secondary sets but also with primary sets that kink below the pump, causing occlusion alarms. It was also reported that the tubing needs to be "massaged" at the kink to keep it open. There were no patient injuries, but the events are causing nurses to work overtime and patient dissatisfaction due to prolonged infusion times.

Manufacturer narrative:
The reported complaint that the pump infused slowly and crimping below the pump induced occlusion alarms was not confirmed in the logs or replicated during testing. The review of the logs could not determine if the pump was infusing slowly or detected a crimp occlusion below the pump. Infusion testing performed with a test administration set with a crimp left by the roller clamp in the tubing below the pump failed to produce an occlusion; however the cause for the reported crimp is unknown. Rate accuracy testing confirmed the returned pump module is delivering IV fluids in specification. The root cause of the report that the pumps infused slowly was not identified. The event administration sets were not returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 01/03/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date of (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that five to six pumps are infusing slowly. It was noted that the issue happens daily and continues to happen involving secondary sets but also with primary sets that kink below the pump, causing occlusion alarms. It was also reported that the tubing needs to be "massaged" at the kink to keep it open. There were no patient injuries, but the events are causing nurses to work overtime and patient dissatisfaction due to prolonged infusion times.